Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 5 degenerative tricuspid regurgitation (tr), a dilated left atrium, and a severe anterior bi-leaflet prolapse for a triclip procedure. The first clip had jumped open during initial opening in the left atrium. The first clip was placed medially on the anterior and posterior leaflet segments 2 (a2p2), and a residual mr jet remained. The deployment sequence was started and the clip remained closed during first establish final arm angle (efaa). After lock line removal, second efaa was attempted and the clip opened to 30-40 degrees. Because the lock line was removed, the clip could not be removed. The clip was closed again and implanted. After clip deployment the clip opened again to 30-40 degrees. The leaflets remained fully inserted, but the mr jet increased from grade 3-4 to 4. A second clip (xtw with lot# 40108r1102) was positioned lateral to the first clip, on the center of a2p2. During efaa (before lock line removal), the clip opened smoothly to 60 degrees. Efaa was attempted again, and the clip continuously opened to 60 degrees. Therefore, the clip delivery system (cds) was removed. A replacement device was implanted with no reported issues. A third clip (xt) was implanted medially to the first clip for stabilization. A fourth clip (ntw) was attempted to placed lateral to the second clip, but did not result in additional mr reduction. It was noted there was difficulty gasping with the fourth clip. Thus the cds was removed. The mr was reduced to grade 3-4. The patient was stable and moved to recovery. There was no clinically significant delay.